Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with normal operating currents, and no unexpected low battery alarm noted. The unit also was received with broken battery tube threads.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The customer experienced nausea, vomiting, fruity breath and tiredness. Troubleshooting was performed, and the battery compartment broke off when attempting to change the battery cap. The caller mentioned that she could not reinsert the battery into the insulin pump. No further information was provided.